Event description:
It was reported that during an unk procedure, when the surgeon fired the device, no blade and no staples came out. Then they used another device to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
Date sent: 4/7/2009. Evaluation summary: the device was returned with the firing mechanism damaged and with no reload present. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components, and the firing trigger teeth were found broken. While no conclusion could be reached on what cause the firing mechanism to fail, it is possible that the device was attempted to fire on ticker tissue then indicated causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. No conclusion could be reached as to what may have caused the reported incident, as there was no reload returned for analysis. A batch record review was performed and no anomalies were found during the manufacturing process.